Event description:
The male patient was treated for a traumatic transaction with a gore tag thoracic endoprosthesis. The discharge computed tomography films looked fine. Computed tomography films from a routine four month follow-up exam showed device compression. The physician chose to perform an endovascular re-intervention. During the re-intervention, a guidewire was advanced through the previously implanted device, however, the ivus catheter would not advance through the distal end of the device. The physician then chose to convert the patient to an open repair, which took place the following day. An imaging analysis is being conducted by gore and operative notes have been requested.

Manufacturer narrative:
The explanted device has been requested for return to gore.